Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. The device recorded a write to locked ram power on reset on (B) (6) 2010 at 16:37:48.

Event description:
It was reported that the device had an electrical reset. Patient is receiving radiation treatments and will be having additional treatments. Reset was benign. The device is still in use. No patient complications were reported as a result of this event.